Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A lot history search was performed and found no other complaints against this lot.

Event description:
It was reported to boston scientific corporation that an rx ercp cannula standard tip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (male patient, age and weight are unknown). According to the complainant, during preparation, the nurse when trying to load the guidewire, could not get it to pass through the cannula. The procedure was completed with a hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." This is the second of two devices reported to malfunction during this event. Refer to manufacturer report # 3005099803-2008-5771 for information regarding the first device.